Event description:
Air, e. L., ostrem, j. L., sanger, t. D., starr, p. A. Deep brain stimulation in children: experience and technical pearls. Journal of neursurgery pediatrics. 2011;8(6):566-574. Doi: 10.3171/2011.8.peds11153. . Summary: this article looked at the results of deep brain stimulation in 31 children implanted with deep brain stimulation (dbs) systems from 2000 to 2010. Diagnoses included dyt1 primary dystonia, non-dyt1 primary dystonia, secondary dystonia, neurodegeneration with brain iron accumulation (nbia), levodopa-responsive parkinsonism, lesch-nyhan disease and glutaric aciduria type 1. It was found that children with dyt1 dystonia had significant improvements while those with secondary dystonia had only small improvements. The outcomes for three children with nbia were poor. Reported event: two patients developed cerebral spinal fluid collections that tracked along the device from the burr hole site to the ipg pocket. Both of the patients suffered from severe hyperkinetic movements and had one-stage implants. The collections were treated with pressure dressings. See attached literature article in MFR report# 3007566237-2012-00054.

Manufacturer narrative:
Continuation of concomitant medical products: unk implanted: unk explanted: unk ;lead model neu_unknown_ext lot# unk serial# unknown implanted: unk explanted: unk.